Event description:
The customer received questionable results for ion selective electrode (ise) sodium (na) and ise chloride (cl) on four patients. Of those four, only one patient was found to have erroneous na results that may have been reported outside of the laboratory. From (B)(6) 2013 to (B)(6) 2013, the customer had been seeing elevated na and cl results that repeat lower when run on cobas 6000 c501(c501) serial number (B)(4). The initial na result was 151 mmol/l. The sample was repeated on c501 serial number (B)(4) and generated a repeat result of 144 mmol/l. The repeat result was considered to be the correct result. The customer could not determine if the erroneous na results were reported outside of the laboratory. There was no adverse event. The lot number of the na electrode in use was not provided by the customer. The field service representative found there was a high bias on the analyzer. He replaced the na, potassium, cl and reference electrodes for the ise measurement system. He also replaced the ise sipper probe , tubing and ise pinch tubing. He performed system checks, which were successful. The customer performed calibration and qc, the results of which were within customer specification. The customer has had no further issues with ises since the service visit.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Manufacturer narrative:
The investigation was not able to determine a specific root cause. From the results, a pre-analytical problem or even an operator error could not be excluded. It was noted that the field service representative performed numerous actions, it is not known which action was the solution. The customer stated the analyzer has been running without issue since the service visit.

Manufacturer narrative:
Upon further follow up, it was determined the customer did not have the correct calibration set points installed in the analyzer. The field application specialist assisted the customer with correcting the set points. Improper setting of the calibration set points may lead to incorrect results.